Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose (bg) levels ranged between 100's mg/dl to over 500's mg/dl and trace ketones. Correction boluses were delivered via the pump and manual injections were administered to address the elevated bg levels. A system check was performed and the occlusions were verified. The customer declined additional troubleshooting and stated a cartridge change would be performed to address the issue. A follow-up call to ensure the customer's bg levels decreased and the occlusion resolved was declined by the contact.